Manufacturer narrative:
The complainant referenced lot #16993 in the complaint, but the product sent back included one unmarked box (lot unknown) and one box of lot #18657 (all in regards to part #131112). All device history records related to the packaging and assembly for both lots of this disposable prophy angle (dpa) were pulled for review. No abnormalities were found, and the product passed all in process inspection checks. Ten random samples from each box the complainant sent back were evaluated to ensure that the cup was properly attached to the angle, and all twenty dpas tested passed evaluation. This is the only complaint of this type that young dental manufacturing as received.

Event description:
"Angles have a large gap between the cup and the angle and are pinching and cutting the patient's lips."